Event description:
It was reported that the procedure was cancelled. An angiojet catheter and angiojet ultra system console were selected for use in a thrombectomy procedure. During the procedure, the pump was damaged. The procedure was cancelled. No patient complications reported.

Event description:
It was reported that the procedure was cancelled. An angiojet catheter and angiojet ultra system console were selected for use in a thrombectomy procedure. During the procedure, the pump was damaged. The procedure was cancelled. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the angiojet drawer assembly was received in san jose cis in bad condition with physical damages observed. Ultra system console and catheter were not returned for analysis. The unit failed visual inspection due to damaged pump cable therefore damaged pump issue was confirmed.